Event description:
The customer reported a falsely decreased calcium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2022 sid (B)(6) = 0.57 / 2.25 / 2.26 mmol/l, another alinity = 2.28 mmol/l (reference range: 2.2-2.6 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity c calcium results included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 62208un22 and complaint issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent for lot 62208un22 was identified.

Event description:
The customer reported a falsely decreased calcium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2022 sid (B)(6) = 0.57 / 2.25 / 2.26 mmol/l, another alinity = 2.28 mmol/l (reference range: 2.2-2.6 mmol/l). No impact to patient management was reported.